Manufacturer narrative:
Analysis of the returned monitor confirmed an electrical failure as shadow rippling was displayed on the monitor during testing. Also found the case to be broken in several places.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the monitor for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the monitor for the navigation system had black vertical lines on it when starting up the system. There was no patient present when this issue was identified. No additional information was provided.